Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the implantable cardiac monitor exhibited missing electrocardiogram (ECG). It was also noted that ECG data was not left in merlin website to indicate the atrial fibrillation. Programming changes were made. There were no patient consequences.